Event description:
Patient recently had open heart surgery. Patients atrial lead is displaying noise as well as failing lead check on home monitoring. Patient will be brought into clinic for further evaluation. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.